Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the unknown error message occurred on (B)(6) 2015. The patient manages her diabetes with oral medication, diet and/or exercise. She denied that she made any changes to her usual diabetes management regimen or that she experienced any symptoms as a result of obtaining the error message. She reported, on (B)(6) 2015, that she received advice from a certified diabetes educator to contact lfs. At the time of troubleshooting, the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The patient¿s meter has been returned on 4/2/2015 and evaluated by lifescan product analysis on 4/14/2015 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (06/11/2015). The patient¿s test strips #3711709 have been returned on 4/21/2015 and evaluated by lifescan product analysis on 5/25/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips vial label was found to have some damage to a piece of critical information (lot#, expiry date etc) but is unreadable. In addition, a tertiary issue was noted when the test strip vial label over print (lot number, cal code/cs range) cannot be read. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.